Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Nurse was setting up a morphine drip on an lvp, set was primed and hooked up to patient. Nurse said she did not use the roller clamp because she was afraid that the infusion wouldn't run if she set it up and forgot to open the roller clamp. She thought the safety fitment was closed; however, during the process of setting up/loading the set, she believes she may have inadvertently pushed on the blue tab causing the flow stop fitment to open. The infusion then ran wide open for an unk period of time/unk amount of narcotic while she continued to set up; the patient's blood pressure fell and she titrated vasopressors to get it back up. Nurse and physician both felt that the hypotension was a result of narcotic overinfusion. No narcotic reversal agent was given, only neosynephrine titrated to bring up bp as patient was in a lot of pain and was also being sedated, so it was clinically contraindicated to reverse narcotic. Patient was on a ventilator so there was no overt respiratory effect. Product return is not expected, all affected equipment was requested; however, specific device is not known and set was discarded. The device was not turned on yet at time of event as nurse was in the process of setting up but had not started programming yet, and the event happened long enough ago that tubing has since been discarded. Customer had previously received the alaris system tip sheet "understanding the safety clamp". As a result of this incident, they intend to re-emphasize the proper method of using the roller clamp as the primary free flow protection when the set is not installed in the pump.